Event description:
It was reported that the customer received a motor error alarm while attempting to deliver a bolus. It was reported that the customer was unable to clear this alarm and that the insulin pump became unresponsive to button presses. The insulin pump had not been dropped or bumped or exposed to a strong magnetic field. The drive support cap appeared to be undamaged and normal. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to unlocked j4i/b connector. The insulin pump also was received with detached end cap. The displacement test could not be performed due to the motor error alarm. The e70 alarm could not be confirmed due to overwritten history files. Several a47 alarms noted in alarm history due to corrupted history files. Motor passed motor test. The insulin pump was received with a cracked case on the display window corners, a scratched window, and a cracked reservoir tube lip.